Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specifications. An attempt to replicate the user¿s complaint of missing low alarms from a android device with similar configurations was performed. The complaint was not able to be reproduced and therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
It was reported via email an alarm issue with the adc device, with use with mobile (iphone, unknown ios) application. The reported stated that the customer became hypoglycemic with loss of consciousness, but the low glucose alarm failed to sound. Paramedics were called and provided customer treatment of glucose. There was no report of death or permanent injury associated with this event.

Event description:
It was reported via email an alarm issue with the adc device, with use with mobile (iphone, unknown ios) application. The reported stated that the customer became hypoglycemic with loss of consciousness, but the low glucose alarm failed to sound. Paramedics were called and provided customer treatment of glucose. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer¿s product data has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.